Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected battery out limit alarm noted. Intermittent button response noted due to corroded keypad traces. Corroded motor home switch noted during visual inspection. No moisture damage on electronic assembly. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 249 mg/dl at the time of the incident. The customer reports fluid under the screen of the device. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.